Event description:
During device evaluation by baxter, the colleague infusion pump was found to contain a failure code 550:320:844:000 with no audible sound. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
The condition of failure code 550:320:844:000 was confirmed through evaluation due to a disconnected main speaker harness. The main speaker harness was re-connected to correct this condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of "550:320"(B)(4).